Event description:
As reported, "when wire was taken out of packet it was found to have the inner solid core protruding and not fixed to the outer coil". It was the reporter's opinion that the tip might be potentially sharp or hazardous. Attempts to obtain additional info were unsuccessful. Additionally, the analysis found that the ptfe coating was scrapped.

Manufacturer narrative:
Analysis of the returned product confirmed kinks and bends on the guidewire as well as damage to the ptfe coating along the device. As received, the specimen does not present any obvious indications of manufacturing defect or anomaly. The movable core is lodged in the fully inserted position and is non-functional. Between the lodged core wire and the dried blood-like material, the finger-straightening functionality is compromised. Except for the bends and kinks of varying severity scattered over the length of the device distal of the movable core wire handle, scraped ptfe coating of varying degrees of severity scattered over the length of the specimen, dried blood-like material between the coil wraps scattered over the length of the specimen and the lodged movable core wire, the specimen appears visually and dimensionally correct. Because the core wire is lodged within the body of the device, it is not possible to confirm the shape of the distal tip of the core wire; however, the distal tip of the core wire for this design is manufactured with a radius tip. The pouch label clearly indicates the product enclosed within is a movable core wire device. The "as-received" condition of the specimen appears consistent with that of a clinically used device. It should be noted that this design, as in many movable core guidewire designs, has no core retention mechanism designed into the device to prevent the core wire from being removed completely. By design, a movable core wire device provides the end user with a means to alter the tip shape and tip flexibility, simply by changing the position of the core wire within the outer coil body. A review of the device history records indicates that this product was final inspection tested and deemed acceptable for shipment. The complaint could not be confirmed during analysis. The product was visually and dimensionally correct; however, scraped ptfe was found. The nature of the complaint suggests user product knowledge is a contributing factor to the originally reported event. The cause of the scraped ptfe is not known, but it appears to be related to clinical or procedural factors. These observations are based on the evidence presented by the sample article and the supporting documentation.